Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 500 mg/dl. The customer stated that the insulin pump seemingly did not give him his basal delivery. He believed that he had a urinary tract infection due to the insulin pump. He believed that the hospitalization was first due to the basal delivery failure. The most recent blood glucose reading was 592 mg/dl. He did not observe any symptoms of high blood glucose. The call was disconnected before any further information could be gathered. The customer's nurse stated that he was being transferred to another room. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.